Event description:
Rn working on surgical unit had problems with latex for years, localized hand rash thus far but beginning to have itching face and eyes. History of asthma that the employee notices gets worse when using latex products.